Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
Primary gamma nail procedure. Intra-operatively, the lag screw handle wasn't properly engaging with the lag screw. Post-operatively, thread damage of the device was noted. Surgery was completed successfully with no delay.